Event description:
During the procedure, the introducer needle was not moving which led to a perforation in the subclavian vein.

Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was received confirming the perforation was diagnosed using fluoroscopy and the procedure was completed. The patient is stable.

Event description:
During the rv implant procedure, the introducer needle was not moving in the sheath which led to a perforation in the subclavian vein. The perforation was diagnosed using fluoroscopy when the catheter was being advanced. The procedure was successfully completed and the patient is stable.